Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed calibration error and that they had fluctuating high and low blood glucose and sensor glucose. Customer indicated that they had a sensor glucose level of 50-60 and a blood glucose of 170-200 mg/dl. Troubleshooting informed customer that insertion may impact sensor performance. Customer was advised that the sensors would be replaced and to return the product for analysis.